Event description:
The event is reported via medwatch. The event description is reported as: when the oxygen rate is increased the co2 monitor no longer detects the pt's co2 level. No pt injury reported.

Manufacturer narrative:
The complaint cannot be confirmed. Root cause is unk. The device history record review for the reported lot number showed no issues related to an occlusion. If the device sample becomes available, an eval will be conducted.